Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 380 mg/dl. The insulin pump was exposed to water at a water park. The buttons are unresponsive. No moisture is visible on the insulin pump. Customer received button error after removing and replacing the battery after the keypad was unresponsive. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with severely scratches on lcd window.